Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 418mg/dl. Customer last blood glucose was 300mg/dl .the customer had symptoms like fatigue. Customer was treated with bolus and shots. Troubleshooting was performed for under delivering. The product will not be returned for analysis.